Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, 10 tubes have a crack at the top. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. After review and analysis of the customer photo, the top of the tube is seen damaged. Additionally, 30 retained samples were subjected to a visual inspection for broken or damaged tubes, and all 30 retained samples passed. Furthermore, 10 retained samples underwent functional tests for brittleness, and all 10 retained samples passed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, 10 tubes have a crack at the top. No adverse impact was reported regarding the patient or user.